Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the informaion received, suggests that the incorrect position of the connection or the side force during the use of the connection may occurred. In this cases, the connection does not fit adequately on the implant and may result the connection gets stuck into implant.

Event description:
(B)(4) ¿ the dentist reported that he had to remove the dental implant during its installation surgery because the connection got stuck into the implant. The dental implant was installed in intraoral region # 12 and the patient presented bone type ii.